Event description:
It was reported that during a procedure for a middle cerebral artery aneurysm, due to the extremely tortuous nature of the patient's vessels, the physician needed to repeatedly twist and manipulate the subject guidewire for adjustments. During the super selection process, it was discovered that the subject guidewire had fractured approximately 10 cm from its tip, with half remaining inside the vessel and the other half inside the microcatheter. The physician immediately advanced an intermediate catheter to cover the microcatheter, closed the drip infusion, and used a syringe to aspirate. Subsequently, the microcatheter was withdrawn from the body, and the guidewire was removed. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
D4- expiration date- updated, d4- gtin- updated, d9 - product available to stryker - updated, d9 - returned to manufacturer on - updated, h3 - device evaluated by mfg ¿ updated, h4- manufacturing date- updated. Due to the automated manufacturing execution system (mes) , there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the guidewire was returned in two fragments. The guidewire was kinked in two locations along the mid-section. The guidewire had a rigid fracture along the nitinol tubing where the core and platinum wire were exposed and fractured at 207cm (prox) and 8.2cm (distal). The functional inspection was not applicable (n/a). The reported event ¿guidewire distal tip broken/fractured during use¿ was confirmed during analysis. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that while super selectively advancing into the upper trunk of the parent artery, due to the extremely tortuous nature of the patient's vessels, the physician needed to repeatedly twist and manipulate the guidewire for adjustments. During the super selection process, it was discovered that the guidewire had fractured approximately 10 cm from its tip, with half remaining inside the vessel and the other half inside the microcatheter. The physician immediately advanced an intermediate catheter to cover the microcatheter, closed the drip infusion, and used a syringe to aspirate. Subsequently, the microcatheter was withdrawn from the body, and the guidewire was removed. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient, continuous flush set up and maintained throughout the clinical procedure, the patient's anatomy was severely tortuous. The device was returned and it was confirmed that the distal end of the guidewire had been fractured confirming the reported event. It is probable that the guidewire was fractured as it was repeatedly twisted and manipulated for adjustments through the severely tortuous anatomy. An assignable cause of procedural factors will be assigned to the reported event ¿guidewire distal tip broken/fractured during use¿ and the analysed events ¿guidewire distal tip broken/fractured during use¿ and ¿guidewire mid section kinked/bent¿, as these defects appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during a procedure for a middle cerebral artery aneurysm, due to the extremely tortuous nature of the patient's vessels, the physician needed to repeatedly twist and manipulate the subject guidewire for adjustments. During the super selection process, it was discovered that the subject guidewire had fractured approximately 10 cm from its tip, with half remaining inside the vessel and the other half inside the microcatheter. The physician immediately advanced an intermediate catheter to cover the microcatheter, closed the drip infusion, and used a syringe to aspirate. Subsequently, the microcatheter was withdrawn from the body, and the guidewire was removed. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.